Event description:
It was reported that the patient underwent laminectomy on an unknown date and topical skin adhesive was used. Approximately 10 days post-operatively, the patient experienced soreness and redness and the wound was infected below the topical skin adhesive the patient was administered antibiotics and the wound was opened. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.